Event description:
It was reported that during a laparoscopic sigmoid colectomy, the device fully cut and partially stapled. A second instrument was used to complete the case. The pt received a stoma. The case was prolonged by 120 minutes. The surgeon had advised the patient that a stoma might be a possibility. The patient is doing fine and the prolonged surgery is not affecting recovery.